Manufacturer narrative:
The received device had the cannula assembly deployed; the pink slide moved forward and was visible in the viewing window. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 208 pulses. No evidence was found that would result in a failure of the needle mechanism to deploy as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient reported having high blood glucose levels while wearing the pod for over 5 hours on the abdomen. Patient stated the pink slide never moved forward. The patient's blood glucose levels exceeded 300 mg/dl and they didn't come down until they changed out the pod.